Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer had a bad sensor alert on the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer was advised to remove and change out sensor. The customer was assisted on how to troubleshoot and review the tip sheet. The customer was advised that we will replace old sensor. Customer stated that she was at work and could not removed sensor at that time. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.